Event description:
It was reported that the oxitip+ wrap sensor used with a trusat allegedly malfunctioned while monitoring a new born with respiratory distress. The new born was reportedly being monitored in the nicu for 36 hours prior to its death. The baby was reportedly totally cyanosed, and the device was showing a saturation of 92% and hr of 110. The same readings were allegedly shown after the death of the baby.

Manufacturer narrative:
The wrap sensor was visually inspected for any damage. No damages noticed. The sensor is fine, the foam wrap around is used, old and the velcro is damaged and repaired with tape. Electrical and functional tests were performed on the wrap sensor. No failures were detected. The wrap sensor was tested on a trusat monitor and it was working as intended. The reported failure mode could not be reproduced.